Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00789. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. Manufacturer's investigation conclusion: no product was returned for evaluation. An analysis of the submitted log files confirmed two low flow alarms on (B)(6) 2018; however, a specific cause for these events could not conclusively be established through this evaluation. A direct correlation between (B)(4) and the reported event could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2018. This log file captured the device operating at a set speed of 5200 rpm with motor power, calculated flow, and calculated pi ranging from 3.54-5.147 watts, 0-4.7 lpm, and 2.2-7.2, respectively. Multiple low flow fault flags were captured on (B)(6) 2018 when the flow dropped below the threshold of 2.5 lpm. The faults resulted in 2 low flow hazard alarms, which were captured on (B)(6) 2018 at 1:38:14 pm and 1:42:11 pm, and lasted approximately 80 seconds and 50 seconds, respectively. The low flow alarm captured at 1:42:11pm appeared to be associated with slight elevations in pump power ranging from 4.2-5.1 watts. Lvad fault flags for motor instability were also captured at this time but resolved within seconds. Despite the observed alarms, the pump appeared to have functioned as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists lvad flow obstruction and thromboembolism as potential risks/adverse events that may be associated with the use of the hm3 lvas. This document also outlines all pump parameters, provides information regarding the assessment of pump flow, and outlines all system controller alarms (including the low flow hazard) as well as the appropriate actions associated with each alarm condition. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the system controller log file reviewed by the manufacturer's technical services showed two transient low flow events on (B)(6) 2018. The first event showed a rapid decrease in flow to 0 lpm before recovering above the low flow alarm threshold about 90 seconds later. About 4 minutes after the onset of the first event, a second event occurred where the flow dropped below the low flow alarm threshold to as low as 1 lpm. This event was accompanied by an increase in power. This parameters observed may be indicative of something ingested into the rotor of the pump. All pump parameters appear normal immediately prior and immediately after the two events. The patient was scheduled to be discharged to home on (B)(6) 2018. No further information was provided.